Manufacturer narrative:
Batch review performed on 03 mar 2026 lot 2301813: (B)(4) items manufactured and released on 12-apr-2023. Expiration date: 2028-mar-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:the surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 1 year 4 months from primary,the patient came in due to having an unusual mass of soft tissue/fluid located at the quadriceps and the cause is unknown. The surgeon drained and washed out the knee, then revised the insert from a ps 10mm to a semiconstrained 12mm due to laxity. The surgery was completed successfully.